Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging a sample draw issue with the onetouch ultra test strips. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated that the reported issue began on three days earlier at 1:15 pm. During that time, the reported test strips were filled partially and as a result the patient reportedly did not obtain any blood glucose results. On the same day approximately 8 hours after the reported issue began, the patient reportedly experienced symptoms of "frequent urination." The patient reportedly could not obtain any blood glucose results due to the reported issue. He reportedly skipped the nighttime snack (at 10 pm) and guessed on his insulin dose. The patient is on insulin pump. The patient did not seek any medical attention and was not tested on any other meter. The patient's test strips were replaced. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms that can be associated with hyperglycemia, after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.